Event description:
During use on a pt the device would not recognize that the therapy cable was connected to the pt. No other details were reported. There were no adverse affects to the pt reported as a result of device use.